Event description:
Per the surgeon's report, the patient performs very well with her cochlear implant system. In 2006 (exact date not provided), it was determined that several electrodes on the array were open circuit. An integrity test done on two months later confirmed that there were open circuits on 6 electrodes. These electrodes were deactivated in the sound processor program. Testing in the clinic on six months later suggested that there were 7 malfunctioning electrodes. The electrodes were deactivated in the sound processor program. The patient was still performing well at that time. On two months after the original date, it was reported that the patient's performance with the implant system had deteriorated. The patient will have the device explanted and a new device reimplanted in 2007.

Manufacturer narrative:
This type of event is addressed in the device labeling.